Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray controller board and the generator interface board and backplane were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had a fast stop error message during a case. The 9800 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.